Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient's system was explanted due to skin erosion at the lead site.

Manufacturer narrative:
The reported event of partial erosion of the skin cannot be confirmed through product analysis testing. The lead was received incomplete with only the terminal end lead segment (11.0cm) and the middle segment (30.0cm) being returned. The lead was cut due to the explant procedure. Full functional test could not be performed due to being incomplete.